Event description:
Reportedly, during the f/u performed on (B)(6) 2012, the device was found operating in mode switch. Some real time tests were launched; however, the programmed parameters of the tests (mode, rate...) Were not effective. Intermittent high impedance measurement and oversensing episodes were also observed in the atrial channel. Explanation and recommended were required.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.